Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a spot on the main display was confirmed and reproduced during product evaluation. The assignable cause for the reported problem was determined to be a faulty main display. The main display was replaced to correct the reported condition. Additional information: this device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
A field service engineer while servicing a colleague infusion pump found a "spot on main display". It is unknown when this event occurred. There was no report of patient involvement, patient injury or medical intervention. No additional information is available. The user interface software version is unknown at this time.